Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right colon procedure, while the device was being applied to cut off the colon, the handle could not be squeezed and the device failed to fire. The device was replaced with another one to resolve the issue. There was no patient injury.